Event description:
Rn reports a home pt experienced unresolved peritonitis. In 2004 the pt noted cloudy effluent. An effluent cell count and culture were collected. The effluent cell count revealed 600 nucleated cells, 324 neutrophils, 246 lymphs and 30 monocytes. The effluent culture revealed no growth. The pt was treated outpt with cefazolin and fortaz (dates, dosage and route unk), 5 days later the pt reported that the effluent remained cloudy. The following day an additional effluent cell count and culture were collected. The effluent cell count revealed nucleated cells 1600, neutrophils 1552, lymphs 0, monocytes 16 and eosins 32. The effluent culture revealed no growth. The pt was switched to ip vancomycin and fortaz (strength and dose unk), the following month the pt's effluent remained cloudy. The pt's peritoneal dialysis catheter was removed the following month and cultured. Results indicated no growth. The pt was transferred to hemodialysis. At the time of the catheter removal, the pt reported to the rn that they had noted moisture in the minicap pouches that they had been using since 2004. The moisture was noted as droplets of clear liquid around the seal of the minicap when the pouch was opened. Per the rn, the pt's peritonitis has resolved.